Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 11/20/2020, belt 08/29/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recordings, the patient was in af at 130 bpm at 16:30:21 on (B)(6) 2021. The patient's rhythm transitioned to vt at 190 bpm at 17:07:06. The patient received the first non-lifevest defibrillation at 17:07:30. The patient's rhythm at the time of treatment was vt at 180 bpm with CPR/motion artifact and the patient's post-shock rhythm was obscured by CPR/motion artifact. The patient was in the detection sequence for 25 seconds before the non-lifevest defibrillation occurred. The non-lifevest defibrillation prevented the lifevest from delivering a treatment. The patient received the second non-lifevest defibrillation at 17:10:39. The patient's rhythm at the time of treatment and post-shock rhythms were vt at 180 bpm. The patient received an appropriate lifevest treatment at 17:12:12. The patient's rhythm at the time of treatment was vt at 170 bpm and the patient's post-shock rhythm was svt at 100 bpm. The patient received a second appropriate lifevest treatment at 17:14:44. The patient's rhythm at the time of treatment was vt at 210 bpm and the patient's post-shock rhythm was svt at 140 bpm. The patient received a third appropriate lifevest treatment at 17:31:53. The patient's rhythm at the time of treatment was vt at 210 bpm and the patient's post-shock rhythm was vt at 190 bpm. The patient's rhythm then degraded to vf with CPR/motion artifact at 17:32:08. CPR/motion artifact prevented the lifevest from detecting the vf arrhythmia. The patient's rhythm degraded to asystole at 17:37:32. The patient received a third non-lifevest defibrillation during asystole. The patient's rhythm at the time of treatment and post-shock rhythm were asystole. The patient was in asystole with motion artifact at the time of the electrode belt disconnection at 17:53:16 on (B)(6) 2021. It was not reported who disconnected the electrode belt.